Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Patient had reply dr going towards end of life. Lately a vibration has been felt from the pacemaker. In addition, the predicted end of life is reached sooner than expected.

Event description:
Patient had reply dr going towards end of life. Lately a vibration has been felt from the pacemaker. In addition, the predicted end of life is reached sooner than expected.